Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to reposition the receiver/stimulator package (B)(6) 2013 (day not reported) due to reported pain. The implanted device remains.